Event description:
Customer reported an alarm during prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Missing end cap sticker noted.